Event description:
On 3/29/95 a device was implanted. On 4/23/96 the balloon was revised. On 3/18/97 the entire device was removed from the pt and replaced due to incontinence-blood and debris in system.